Event description:
Follow up information identified the patient suffered a fall and following the fall he stopped receiving stimulation.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (united kingdom) the patient stopped receiving stimulation and multiple impedances were abnormal. The patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. Device and patient information is unavailable. Concomitant device: scs ipg, no other information is available.